Event description:
International affiliate reports that patient developed an infection and the valve was explanted. There is no claim that the valve could have caused the infection. The customer has asked that she valve be examined to determine if the device meets specification requirements.